Event description:
It was reported that this patient with a pacemaker system had developed an infection. The patient advocate noted that the patient should have not been implanted with a device as it made things worse. Ten days later post implant the patient passed away. The system remains implanted and out of service.